Manufacturer narrative:
7/17/97-supplemental report #1 submitted to FDA.

Event description:
During a laparoscopic cholecystectomy procedure. The clips did not form properly. The clips were getting caught in the jaws. No patient injury was reported.